Event description:
It was reported that during a replacement procedure, the implantable cardioverter defibrillator (ICD) was damaged externally. The physician explanted and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device was damaged. (B)(4).